Manufacturer narrative:
A service technician found that the safety bar could not be moved by hand due to the presence of corrosion and/or accumulation of grit between trigger/safety switch components and handle. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.